Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device flex circuit potting was cracked / corroded. It was also observed that the motor showed signs of corrosion. The e6 error code was not confirmed; however, the damage to the flex circuit is consistent with creating e6 error code. Also cause of the thermistor failure was due to the damaged flex circuit. The assignable root cause was determined to be due to damage caused by improper cleaning which is also classified as use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device got warm and an unspecified console device displayed an e6 error code. The event did not occur during surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The date event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.